Event description:
It was reported the patient felt a shocking or jolting sensation from their device. The patient had turned their device up to 4.7 volts in order to feel stimulation. The patient later turned their stimulation settings down, but felt they were not getting adequate symptom control. The patient reported "feelings of electrical shock" when turning the stimulation up to 4.7 volts. The patient was helped with turning their stimulation to a different program, until the patient felt "slight stimulation," and was told to monitor symptoms.

Manufacturer narrative:
Lead model 3889-28 lot # v840296, programmer model 3037 (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy, but was working with her doctor or a manufacturer representative to resolve them, and had an appointment scheduled for march 5th.